Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies found in save to disk. Right ventricle impedance steady near 400 ohms, ventricular capture management set to off. Fr995-19 freestyle aortic root heart valve implanted: (B)(6) 2001.

Event description:
It was reported that the patient was hospitalized with seizures. There was loss of capture noted on the right ventricular (rv) lead. Additional information obtained indicated that the cause of the seizure was unknown, but was not attributed to the loss of capture. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.